Event description:
It was reported that during a system replacement procedure, noise and an insulation abrasion was observed on the left atrial lead. No patient symptoms were reported. The lead was explanted and replaced as planned.

Manufacturer narrative:
(B)(4).